Event description:
According to the maude event report received from FDA, an ablation of typical atrial flutter was performed using the biosense webster fltr 8mm catheter, stockert 70 rf generator and covidien grounding pad. Impedance characteristics and feedback data from the catheter were unremarkable during the procedure. Following the conclusion of the procedure, the pt was discovered to have sustained a severe full thickness skin burn penetrating into subcutaneous fat at the site of the grounding pad. Alarm behavior and connection to the grounding pad were unremarkable during the procedure. No further info is available.

Manufacturer narrative:
(B)(4). The incident device was not returned to covidien for eval. If a sample is received, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.